Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a retinal detachment surgery, intraocular pressure (iop) during vitreous intervention was not stable and the eye ¿clapped¿. Iop had to be raised to high values. After the surgery, the patient had a pronounced edema of the eyelids, moderate chemosis of the conjunctiva, and mild edema of the corneal epithelium. The patient was prescribed a combined antibiotic treatment (tobramycin). The condition was gradually returning to normal. The signs of puffiness disappear after about a week. Additional information received clarified that increased iop and need to increase the iop control during surgery.

Manufacturer narrative:
The customer did not retain the product lot information, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation therefore, the condition of the product could not be verified. The customer held a meeting of its doctors and operational teams in order to determine the root cause, and it was concluded that the cause of edema in patients in the postoperative period was the use of lidocaine. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).